Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implantation procedure, the patient had been unable to read and experienced dry eyes. The patient stated that they had been going back and forth getting plugs inserted for dry eye management, but continued to experience symptoms, describing a sensation as if a shield came over their eyes, preventing them from reading more than one or two pages. They reported having tried different prescription lenses and glasses without relief. The patient also questioned whether there had been an issue with the intraocular lens used during their cataract surgery in 2021. They expressed significant distress regarding their vision since the surgery and indicated that they were planning to visit their eye doctor that morning due to ongoing problems. Additional information has been requested but is not available at the time of this report. There are two medical reports associated with this patient. This file belongs to left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.